Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient has developed headache. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's particles in tubing/chamber. The patient developed headache. There was no report of serious or patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. Secondary findings of evalution was observed grey film contaminant on the sd flip door, grey film and a dark contaminant around the air inlet, grey film contaminant around the iso port, grey film on the top enclosure, front panel, bottom enclosure, and rear panel, dust/dirt contaminant on blower box, dark contaminant found at blower seal on blower box. The device's downloaded event log was reviewed by the manufacturer and found no erorrs. The manufacturer concludes presence of a dark grey contaminant at the blower seal of the blower box that appears consistent with potential keratin observed. There was no evidence of sound abatement foam degradation.